Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella rp device for mechanical circulatory support. While on support, the patient experienced extensive bleeding noted near the impella access site with the reposition being pushed out due to high venous pressure. The physician was able to place 3 mattress sutures around the reposition sheath as well as sutured the reposition sheath to the patient's skin. Site was angle matched and dressing was completed by the scrub nurse. Later on, another physician came to the unit and re-did the sutures around the impella repositioning sheath due to extensive oozing. Oozing was markedly decreased after the physician new sutures. The impella was successfully weaned and explanted.